Manufacturer narrative:
The doctor stated that he placed a crown on the tooth and the patient is doing fine. The grengloo kit was not returned for testing, and no lot number was provided, therefore a review of the manufacturing records could not be conducted. A damon 3mx bracket was returned to ormco for evaluation and observed under 30x magnification. It was noted that none of the adhesive came off of the bracket pad. In addition, during a conference call with the doctor on june 25, 2010, the doctor stated that he was bonding the brackets toward the gingiva which is the weaker part of the tooth's enamel and is more susceptible to damage. The doctor also stated that he debonded the brackets without first loosening the adhesive. Going forward, the doctor stated that he will bond the brackets more occlusally and he will start the debonding process by grinding away part of the pad first. The doctor's statements have led to the conclusion that the enamel damage was caused by user error (i.e. Bracket placement and method of debonding) and not by the product itself.

Event description:
On (B)(6), 2010, a doctor reported that two patients experienced enamel removal when the doctor debonded a damon 3mx bracket that had been placed using grengloo with ortho solo. This is the second of two incidents.